Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette the correct amount of reagent into well position h11 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced all lld springs, tips clamps and collets. No death or serious injury was associated with this event.